Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced underfill or low draw of a tube with blood and stopper pops out of the tube. The following information was provided by the initial reporter. It is reported the customer is experiencing stoppers popping off and under-filling. Verbiage received, - "something seems to be wrong with the vacuum-tubes will "pop" of the needle when you first put it on before any blood has a chance to enter the tube. Multiple staff have encountered this issue and it seems to be worse when used in conjunction with butterfly needles. For those tubes that don't "pop" off, tubes are not filling completely."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-22. H6: investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off and underfill with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off and underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced underfill or low draw of a tube with blood and stopper pops out of the tube. The following information was provided by the initial reporter. It is reported the customer is experiencing stoppers popping off and under-filling. Verbiage received, - "something seems to be wrong with the vacuum-tubes will "pop" of of the needle when you first put it on before any blood has a chance to enter the tube. Multiple staff have encountered this issue and it seems to be worse when used in conjunction with butterfly needles. For those tubes that don't "pop" off, tubes are not filling completely."